Manufacturer narrative:
Investigation summary: the customer issued a complaint for a pre-activated device detected by end user. Neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported the plunger on a bd ultrasafe plus¿ passive needle guard "came out" and leaked dupixent medication. There was no report of injury or medical intervention.